Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed sheath damage (flattened) located 58.5cm from the tip of the device. Inspection of the rest of the device found no other damaged or defect. Damage to the device was confirmed.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was became kinked when the closure device was fully recaptured. There were no patient complications and the patient is doing fine.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was became kinked when the closure device was fully recaptured. There were no patient complications and the patient is doing fine.